Event description:
Three false positive advia centaur rubella g results were obtained on pt samples, as compared to another method used for testing. The physician is concerned about immunization status of a pregnant woman. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rub g result.

Manufacturer narrative:
A siemens field application specialist (fas) was on-site. The fas checked the instrument and confirmed that the instrument works properly. The cause for the discordant rub g result is unk. No further eval of the device is required.